Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported an intermittent error that required the system to be shut down. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.